Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Attempts were made to gather additional information and the following were ruled out as potential causes: implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical incision, multiple tunneling attempts, using inappropriate tools, the patient having contraindicating conditions, the patient picking or touching the wound, severe force applied to the implant, and excessive twisting, bending, or stretching, and not prescribing antibiotics preoperatively. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their wound opened as well as constant discharge from the wound and an infection. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2024. The procedure was successful and the patient is recovering.